Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted that the set screw was stuck in a downward position. The set screw was loosened with the wrench, and was able to move freely in both directions. The wrench was observed to be bent at the tip, and a hole was observed in the seal plug. Subsequent testing did not identify any product abnormalities that caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, there were issues noted with the set screws of this device. When the right ventricular lead was attached to the device, high (out of range) impedances were observed . The lead was tested on the pacing system analyzer, and showed normal impedance measurements. Therefore, ruling out a lead related issue. The physician disconnected the lead, and attempted to push the lead in further; however, was unable to reconnect it. It was suspected that the threads on the set screws was stripped. The device was exchanged for a new pulse generator, and the procedure was completed. No adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted that the set screw was stuck in a downward position. The set screw was loosened with the wrench, and was able to move freely in both directions. The wrench was observed to be bent at the tip, and a hole was observed in the seal plug. Subsequent testing did not identify any product abnormalities that caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, there were issues noted with the set screws of this device. When the right ventricular lead was attached to the device, high (out of range) impedances were observed . The lead was tested on the pacing system analyzer, and showed normal impedance measurements. Therefore, ruling out a lead related issue. The physician disconnected the lead, and attempted to push the lead in further; however, was unable to reconnect it. It was suspected that the threads on the set screws was stripped. The device was exchanged for a new pulse generator, and the procedure was completed. No adverse patient effects were reported. This device was received for analysis.